Event description:
It was reported that the zimmer air dermatome ii handpiece did not work properly in the operating room and affected the outcome of the graft that was taken. This delayed the surgery as another dermatome was brought in to complete the procedure. Subsequently, another graft was taken to replace the damaged graft. The dermatome was cleaned and sterilized as normal. It was brought to the attention of the spd liaison that there is an issue with this handpiece with regards to its surgical performance. While inspecting the dermatome, it was noticed that the coating was bubbling where the blade sits as well as on the width plates.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.